Event description:
Same case as MDR ID: 2134265-2015-02725. It was reported that patient death occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca) in segment d1/d2. A 1.75mm rotalink¿ plus and rotawire¿ were used and advanced to treat the lesion. During the procedure, it was noted that the burr perforated the rca and the rotawire¿ was fractured distally a few centimeter from the tip. The fractured portion was lost inside the rca. The patient died of tamponade.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).